Manufacturer narrative:
The customer did not record the serial number of the unit involved in this event and therefore it cannot be confirmed if the unit had malfunctioned. The customer did not make the unit available for evaluation.

Event description:
It was reported that the patient fell out of bed and broke his/her hip. No defects were alleged with the bed, and no details were given regarding possible medical intervention.

Event description:
It was reported that the patient fell out of bed and broke his/her hip. No defects were alleged with the bed, and no details were given regarding possible medical intervention.